Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed off no power. Customer was assisted with troubleshooting for alarm. Customer's blood glucose was 180mg/dl at the time of incident. The customer stated that they did not received a low battery alert prior to the off no power alert. Customer stated that the battery was not previously used, that the insulin pump was not dropped, the drive support cap was not damaged, and that there were no unattended alarms. The customer stated that this was the second occurrence of off no power alert without a low battery warning. The customer was advised that the insulin pump needed to be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days. The device was received with all operating currents within specification and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery power loss alarm anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.